Event description:
The joystick cracked where the quad link attaches per the dealer.

Manufacturer narrative:
Invacare awareness date (11/09/2012). Complaint was not given to regulatory affairs from customer service for processing until (05/22/2013). Potential for injury associated with the joystick being cracked and crumbled where it attaches to the quadlink on the m51p power chair. This event causes the potential for the chair to not respond to commands as it should. Please see additional complaint received on this incident, (B)(4). Please see file (B)(4) for the MDR filing.